Event description:
The staples did not form b-shaped (still u shaped after firing), which resulted in blood profusion (about 1300cc). The bleeding was stopped by suture technique finally. Some unformed u-shape staples were formed.